Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a protruding o-ring gasket on power port 1 of the controller. Otherwise, both power source connectors on the controller did not display any damage or excessive wear. The controller was able to securely connect to batteries and passed all functional testing. The reported event could not be duplicated at the bench level. A possible root cause of the loose o-ring gasket may be attributed to a shift in the manufacturing process; however, the supplier is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device has not been received.

Event description:
It was reported by the site from the "perfusionist that the patient came into the clinic and reported that", "the power source connections on the controller are worn out and unable to properly hold the batteries." It was stated that "no alarms were reported by the patient." "The site performed a controller exchange successfully, fixing the issue at hand." The "patient was stable throughout the elective controller exchange, with no complaints and no issues or complaints." It was stated that there were no signs of damage on the controller and that the patient denies dropping the device. It was also stated that the exchange took care of the issue and there have been no reported problems since then. No additional information provided. Investigation is ongoing.